Manufacturer narrative:
Method: actual device involved in incident was received for eval and investigation. A visual exam and fill pressure test were performed. A review of the device history record was conducted for the lot number reported. The device lot met manufacturing specs prior to release. Results: the pump was filled with saline and required less than the maximum allowable fill pressure. The full pump had an asymmetric shape. Conclusions: the customer complaint was not confirmed. There was no failure detected and the product was within spec. I-flow's technical bulletin states: at times, there is high pressure inside the elastomeric bladder that creates resistance when filling the pump. However, with enough force applied, the pressure will be overcome and the pump can continue to be filled. Please note that asymmetrical filling of the pump may also cause resistance during filling once one side has completely filled and the other begins to expand. Asymmetrical filling, however, does not affect the functionality of the device. Filling difficulty does not meet the criteria for a reportable event. I-flow is filing this report in response to an EU vigilance report. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis, as appropriate.

Event description:
Drug/diluent: saline solution. Fill volume: na. Flow rate: na. Procedure: na. Cathplace: na. Impossible to fill the pump with saline solution. No pt contact.